Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred at the connection between the water feedset tube and an mr290 autofeed humidification chamber dome. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred at the connection between the water feedset tube and an mr290 autofeed humidification chamber dome. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is in transit to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fph in (B)(4) and was connected to a water bag to check for leaks. Results: a drop of water began to build at the connection between the feedset tube and the waterbag spike. Sufficient amount of glue was found on the spike tubing connection; however, the glue was partly bonding. A lot check revealed no other complaints of this nature for lot number 121105. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).